Event description:
The procedure was coil embolization assisted with an enterprise vrd system (enc452812) for the aneurysm in va-pica, and the coil embolization was started after the enterprise enc452812 was placed in the target lesion. The second orbit mini complex fill 4x10 coil (637mf0410) was stuck in the microcatheter (sl10, boston scientific) during its advancement. The coil and the microcatheters were withdrawn as one unit and the devices were changed to continue the procedure. The procedure was completed without any adverse event. Prior to this coil, other device (orbit-catalog/lot unk) went through without any issues. A constant and dedicated flush was maintained at all times. After removal, other than the reported event, no other damages were noticed on the delivery system (kink, bend, separated or fracture, etc), introducer or coil (unravel, stretched, kink, bend, fracture, separated, etc) or microcatheter, and the coil was still attached to the delivery system. No further information was available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15155882 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. 10 units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The 4x10 orbit mini complex coil (637mf0410) was stuck in the microcatheter (sl10, boston scientific) during its advancement. The coil and the microcatheters were withdrawn as one unit and the devices were changed to continue the procedure. The procedure was completed without any adverse event. The procedure was a stent assisted coil embolization of a va-pica aneurysm. Prior to the reported event, a 28mm enterprise vrd was placed at the target lesion and an unknown orbit was placed without any issues. A constant and dedicated flush was maintained at all times. After removal, other than the reported event, no other damages were noticed on the delivery system (kink, bend, separated or fracture, etc), introducer or coil (unravel, stretched, kink, bend, fracture, separated, etc) or microcatheter, and the coil was still attached to the delivery system. No further information was available. A non-sterile trufill dcs orbit was received coiled with one an enterprise vrd delivery wire and one non-cordis microcatheter (sl10, boston scientific) inside of a plastic bag. The non-cordis microcatheter was inspected and it was found kinked. The enterprise delivery wire was inspected and it was found without damage (the stent and introducer of the enterprise was not received). The trufill dcs orbit was inspected and several kinks were found on it. The orbit introducer was received partially zipped and kinked. Part of the support coil and gripper were found outside of the introducer without damage, just the head piece of the embolic coil was still attached to the gripper the rest of it were found inside of the non-cordis microcatheter. The gripper and the headpiece with some loops of coil were inspected under microscope. The gripper presented no damages. The embolic coil was found broken. The soldered section between headpiece and the coil loops was not fractured indicating that the solder had a good adhesion to the headpiece. The od from the delivery tube was measured and was found within specification. The non-cordis microcatheter was flushed using a lab sample syringe (nipro) and the rest of the embolic coil was expulsed from the distal tip of the non-cordis microcatheter. The functional test could not be performed with the trufill dcs orbit received due to the conditions of the received unit. (Trufill dcs orbit ¿ kinks). A functional test was performed with a trufill dcs orbit cordis lab sample and even with the damages found on the non-cordis microcatheter the lab sample trufill dcs orbit can pass through, friction was experienced when the trufill dcs orbit cordis lab sample was passing through the kinked area of the non-cordis microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported inability to insert the returned trufill dcs orbit system through the returned non-cordis microcatheter could not be evaluated due to the conditions of the returned trufill dcs orbit system. The cause of the broken coil and the damages found on the device could not be conclusively determined; however there is no indication of a relationship to the manufacturing process. Inspections are in place to prevent damaged devices from leaving the facility. Additionally and based on the report that these types of damages, which would have been readily evident, were not noted after use, it appears that post procedural handling contributed. Although no definitive conclusion can be made based on the available information and the condition of the returned device, it is possible that procedural factors including vessel characteristics and interaction with the kinked concomitant microcatheter may have contributed. There is no indication of any device manufacturing issues; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.